Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during intraocular lens (iol) implantation surgery the lens was loaded into the injector and a 2.2 mm incision was confirmed. Upon deployment, the proximal haptic was found to be broken. The lens remained in the capsular bag but it was observed that the lens was decentered. The patient was rescheduled for lens removal.